Event description:
Customer had a pod which gave a lot of resistance when she was trying to fill it. She said it made a crunching noise when she filled it at 8pm. She primed and activated the pod and put it on. She woke up at 4:30am with a blood glucose (bg) of 370 mg/dl and ketones. She took an injection and changed the pod successfully. No further problems reported.

Manufacturer narrative:
The product was not returned so no evaluation is possible. The customer noticed a "crackling" noise during the fill process which indicates a probable problem with a retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "cracking" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed. This was identified as a reportable event during an ongoing review of the system.